Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown acros stem; unknown continuum shell; unknown continuum neutral liner. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source:foreign (B)(6). The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the patient was implanted an arcos stem, continuum shell, continuum neutral liner and biolox ceramic head on unknown date and patient underwent revision surgery on (B)(6) 2017 due to multiple dislocations.